Manufacturer narrative:
(B)(4).

Event description:
It was reported via web self-service that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient's sensor failed during the warm up period after wearing it for 5 minutes. Upon removal, the needle was stuck in the patient's arm. The patient reportedly had to go to urgent care for removal. Attempts to contact the patient for additional event details were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.